Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. Review of the procedure logs was unable to confirm any failures. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the plastic part of a vessel sealer extend (vse) instrument was sharp and kept getting caught with the small bowel. A backup instrument was used to prevent potential tissue injury. There was no adverse patient impact or injury associated with the event, and the procedure was completed as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.